Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the maryland bipolar forceps instrument had no electrical energy output. The customer replaced the maryland bipolar forceps instrument with a back-up instrument of the same kind and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) has attempted to obtain additional information related to the reported event. However, as of the date of this report, no additional information has been provided.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument had no electrical energy output, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the electrical continuity test. The energy delivery test was performed with various orientations of the grip tips and passed. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. There were additional observations not reported by the site and not related to the reported issue. The instrument was found to have thermal damage on the bipolar yaw pulley. The common cause of this failure is attributed to mishandling/misuse. The instrument was found to have signs of thermal damage to the conductor wire¿s insulation at the distal end. The conductor wire was not exposed as a result. The common cause of this failure is attributed to a component failure. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis investigations confirmed thermal damage on the instrument bipolar yaw pulley and conductor wire¿s insulation. Although there was no allegation of arcing observed during a procedure, the failure analysis findings could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.